Event description:
Customer reported the collimator will not stay open and the system is displaying error codes. No pt injury was reported.

Manufacturer narrative:
Customer declined service. Said system was working fine after reboot.